Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received multiple inappropriate anti-tachycardia pacing (atp) and shocks that were thought to be inappropriate due to atrial fibrillation (af) with rapid ventricular response. It was noted that none of the therapies were effective in converting the arrhythmia and therapy was exhausted. It was further noted that in one of the episodes it appeared that an atp accelerated the arrhythmia. The right ventricular (rv) lead intrinsic amplitude was noted to be low and out of range, but there was no undersensing observed. Boston scientific technical services (ts) discussed that this implantable cardioverter defibrillator (ICD) is a single chamber device thus it has no atrial channel to correlate. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate anti-tachycardia pacing (atp) and shocks that were thought to be inappropriate due to atrial fibrillation (af) with rapid ventricular response. It was noted that none of the therapies were effective in converting the arrhythmia and therapy was exhausted. It was further noted that in one of the episodes it appeared that an atp accelerated the arrhythmia. The right ventricular (rv) lead intrinsic amplitude was noted to be low and out of range, but there was no undersensing observed. Boston scientific technical services (ts) discussed that this implantable cardioverter defibrillator (ICD) is a single chamber device thus it has no atrial channel to correlate. The ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received additional inappropriate anti-tachycardia pacing (atp) and then received an additional inappropriate shock. Boston scientific technical services (ts) was consulted and discussed that the implantable cardioverter defibrillator (ICD) will not allow two diverts in a row, so the shock occurred. Ts further noted continued low amplitude r-waves that were causing undersensing.